Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was not confirmed, however the transmitter failure was found on (B)(6)2020. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In a addition, a transmitter failed error was found on (B)(6) 2020. No injury or medical intervention was reported.